Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and correction boluses were delivered to address the high bg. The customer's healthcare provider had adjusted the pump settings and the customer thought that this may have been a the cause of the high bg, but was not sure. A pump system check was performed and no device issues were identified. The customer reported to have scar tissue and only rotates the infusion set site in the abdomen. The customer was to call the hcp to discuss the pump settings. As the vial of insulin had been opened for longer than 28 days, the customer agreed to changing the cartridge and tubing if the bg level did not decrease.